Manufacturer narrative:
The device was returned to zoll medical canada's service department and during evaluation of the device to determine root cause, the technician observed damage consistent with mishandling. The lcd display module and front enclosure were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.